Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no issue on the station. A technical support specialist (tss) dialed in, confirmed the application was already running, and the user verified normal operation and agreed to close the case. The system functioned as intended when the technical support specialist checked the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on the carefusion screen. The customer attempted to reboot the device; however, the issue persisted. However, there were no delays, adverse events or injuries reported based on this event.